Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the smart remote manager failed, latch clicks but does not release the door. The field service engineer replaced the microswitches to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had a srm door that won't open. The customer stated that every time a nurse tries to pull a med from the fridge, it clicks that its unlocked, but it won't open. Then it needs to be recovered. There were no adverse events or injuries reported based on this event.